Event description:
It was reported by the parents that last night, their child said that he could no longer hear on his left side. They tried using a new speech processor but with the same result. The parents stated that the pt has not banged his head. Testing carried out showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.